Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Improper use of saline solution might have contributed to the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the pkrf board was broken and the housing was missing one mounting foot, the central screw hold of base plate was damaged, and the top case had too many scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gyrus, pk-sp generator was returned as part of the asset return process. During routine inspection of the device by olympus, the core of transformer on pkrf (plasma kinetic radio frequency) board broke. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.